Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with low blood glucose (bg) levels of 56 mg/dl. No additional information was obtained as the customer was not concerned about discussing the issue any further.